Event description:
A zoll territory manager contacted zoll customer support to report that a (B)(6) year old female patient passed away on (B)(6) 2014 on her way to the hospital. Zoll customer support contacted the hospital for additional details surrounding the patient death. The nurse reported that when ems was transporting the patient from (B)(6) to (B)(6) hospital, ems believed the patient went into vf during transportation. However, the patient's social worker reported that the patient was not being monitored during transport. The nurse reported that the device did not do anything when the patient passed out during transport. Per the nurse, ems pulled off the highway to remove the lifevest and perform CPR. The nurse reported that when the patient arrived at the hospital at 17:05 pm, she was in vf and that the time of death was 17:19pm. Per review of patient flags, the device was only on for 1 hour and 15 minutes on (B)(6) 2014. It was likely placed on the patient for protection during transport. The data recording revealed no treatable arrhythmias, only a paced rhythm at 130bpm on (B)(6) 2014.

Manufacturer narrative:
Device evaluation summary: monitor (B)(4) and electrode belt sn (B)(4) were returned to zoll and evaluated. Upon receipt, the equipment was found to be capable of detecting an arrhythmia and delivering a treatment. The patient flag files and ECG data reveal that the lifevest was started at 16:13:23 on (B)(6) 2014. Per the ECG recording , the patient had a paced rhythm at 130 bpm from approximately 17:00:00 until the device was removed and shut down at 17:02:44. The device was started up again at 17:03:09 and powered on until 17:29:43. During this time, there was no ECG recorded as the electrode belt was disconnected from the monitor. While monitoring the patient on the date of passing, no treatable arrhythmias or asystole events were detected. The equipment was returned to zoll for evaluation and found to be capable of detecting an arrhythmia and delivering a treatment. There is no evidence that lifevest caused or contributed to the patient death. Manufacture date: belt sn (B)(4): 04/2013.